Event description:
It was reported to boston scientific corporation that a obtryx system-halo was used during a mid urethral sling procedure performed in 2009. According to the complainant, the resident in the case performed the dissection, passed the trocars, and put the mesh in place. After cystoscopy it was discovered that there was mesh in the bladder and a small tear in the bladder of approx 0.5cm in length. The mesh was removed from the pt. The bladder was sutured and repaired. No other sling was utilized. The doctor is unclear if the tear in the bladder occurred during the dissection or during trocar placement. The doctor wants the pt to heal and will reevaluate her condition to place another sling. No further pt complications were reported as a result of this event. The pt's condition at the conclusion of the procedure was reported. As "fine".

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The cause of the event is unk.